Event description:
The customer reports issues with the enteral feeding pump during testing ranging from inaccurate rate of infusion to failed motor sensor. The customer was not able to provide any specific details or additional information regarding the reported event. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, "the unit had an inaccurate rate of infusion.¿ the unit was triaged and the customer¿s reported condition was confirmed, as the unit had feed errors. However, during triage, service found the alarm was barely audible. A trend has been identified and a corrective actions has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.